Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that image flickered with testing cables and dead pixels came up intermittently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the autoclavable camera head had poor quality and had lines appearing on the screen. The issue was found during demonstration for a therapeutic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to failure of the closed circuit device (ccd) unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.